Manufacturer narrative:
Correction: updated to serious injury report as the product has been received by boston scientific. A supplemental report will be filed upon analysis completion. The following fields were updated: b1 adverse event product problem. B2 outcomes attrib to adv event. B5 describe event or problem. D6b explant date. H1 type of reportable event. H3 device eval by manufacturer. H6 impact codes, evaluation method codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the patient experienced palpitations. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Subsequently, this device was explanted and returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. Correction: updated to serious injury report as the product has been received by boston scientific. A supplemental report will be filed upon analysis completion. The following fields were updated: b1 adverse event product problem. B2 outcomes attrib to adv event. B5 describe event or problem. D6b explant date. H1 type of reportable event. H3 device eval by manufacturer. H6 impact codes, evaluation method codes.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the patient experienced palpitations. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported. Subsequently, this device was explanted and returned to boston scientific for analysis.

Event description:
It was reported that this implantable pacemaker entered in safety mode. Due to this, the patient experienced palpitations. Replacement of the device was recommended. At this time, this device remains in service. No further adverse patient effects were reported.